Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 1627487-2023-04883 and 3006705815-2023-06564. It was reported that the patient's leads had migrated and the patient was experiencing discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 in which the leads and ipg were explanted and replaced to address the issue.